Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up with loss of capture on the right atrial lead. The doctor reprogrammed the device and will continue to monitor the patient. The patient is in good condition.